Manufacturer narrative:
(B)(6). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, preclose placement of the sutures was attempted in the left common femoral artery using a proglide device. The arteriotomy was 6f. Reportedly, there was no pulsatile bleed back. The device was removed and the sutures of a second proglide device was used. The sutures of two proglide devices were successfully preplaced using the preclose technique. The sheath was upsized to 9f then to 16f for the tavi procedure. When the tavi procedure was completed the two successfully preplaced sutures achieved hemostasis. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician was reported to be trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device revealed that the sheath kinked at the swage ring. A sheath kink may prevent the blood from flowing through the marker lumen tube as reported; therefore, the reported product experience was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for unsuccessful arterial blood marking for this lot. Based on the information reviewed, there is no indication of a product deficiency.